Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the sealant of a 5f mynx control vascular closure device (vcd) was exposed after taking it out of the package and the sealant sleeve was slit. The sealant sleeve was split, and the sealant was exposed. The device was not used in the patient. There was no reported patient injury. The sealant sleeves (cartridge assembly) were out of position according to the physician. There was no exposure of the sealant to bodily fluids. The sealant was prematurely exposed/deployed during removal from the tray. The device was removed per the instructions for use (IFU) by the white handle, not pressing any buttons. The user is trained to the device. The procedure was completed by using another mynx device. The device was stored and prepped according to instructions for use (IFU). Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that neither button 1 nor button 2 was depressed. The stopcock was in the open position, with a cordis mynx syringe attached to the unit. The sealant was deployed but remained mounted on the unit¿s delivery shaft. The sealant sleeve was observed to be frayed/split/torn. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, with the atraumatic tip showing no damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the specified range. The measurement was obtained using a calibrated ruler. A dimensional analysis could not be performed on the sealant sleeve due to its frayed/split/torn condition. Per functional analysis, a simulated deployment test was conducted to evaluate functionality. The unit operated as intended, deploying the sealant and retracting the balloon correctly when button 1 and button 2 were depressed, respectively. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were observed through analysis of the returned device since the sealant sleeves were frayed/split/torn and the sealant was exposed/deployed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that the device was removed per the IFU by the white handle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was exposed after taking it out of the package and the sealant sleeve was slit. The sealant sleeve was split, and the sealant was exposed. The device was not used in the patient. There was no reported patient injury. The sealant sleeves (cartridge assembly) were out of position according to the physician. There was no exposure of the sealant to bodily fluids. The sealant was prematurely exposed/deployed during removal from the tray. The device was removed per the IFU by the white handle, not pressing any buttons. The user is trained to the device. The procedure was completed by using another mynx device. The device was stored and prepped according to instructions for use (IFU). Other procedural details were requested but were not provided. The device will be returned for analysis.